Manufacturer narrative:
Qc was within specifications before and after the event. The sample was run in primary mode of operation. Field service engineer (fse) was dispatched to the customer's lab. The fse inspected the instrument and no problem was found. The fse verified repair per established procedures; the results meet published performance specifications. The fse was unable to reproduce the problem. The original sample was re-tested several times and the same erratic results were obtained. In addition, the original sample was tested on a different instrument in the customer's lab and the same results were obtained. Sample integrity may have contributed to this event. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding erroneous hemoglobin (hgb) and platelet (plt) results that were generated by the coulter ac t 5diff autoloader hematology analyzer. The customer indicated that a pt sample was tested for hgb and plt and results were: hgb: 10.6g/dl, printed with an "l" flag. ("L-result is below the pt limit set by your laboratory and may generate an interpretive message on the printout"). Plt: 497 x 10 to the power of 3 cells/ul, printed with an "h" flag. (H-result is above the pt limit set by your laboratory and may generate an interpretive message on the pintout"). The pt sample was re-tested 5 times for hgb and plt and results in the following range were obtained: hgb: 10.7g/dl- 5.3g/dl. The higher results were printed with the l flag and the lower results were printed with an "ll" flag. ("Ll-result is below the action limit set by your laboratory and may generate an interpretive message on the printout"). Plt: 524 x 10 to the power 3 cells/ul- 278 x 10 to the power of 3 cells/ul. The higher results were printed with an "hh" flag. No flags were associated with the lower results. ("Hh-result is above the action limit set by your laboratory and may generate an interpretive message on the printout"). The results were reported out of the lab. Based on available info, the pt was transfused with 4 units of blood. No adverse impact of the transfusion has been reported.